Event description:
New information received notes short eri to eol margin.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that premature battery depletion was observed on a device. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.